Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The patient was hospitalized and treated with unknown antibiotics for peritonitis. At the time of this report, the patient was recovering from the events and remained hospitalized. Pd therapy was ongoing. No additional information was available at the time of this report.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.